Event description:
Healthcare professional reports results lower than reference with the protime microcoagulation system. Protime generated 1.4 inr and lab generated result of 2.9 inr. Expected inr range 2.0 - 3.0. No adverse event(s) reported. The event occurred during the course of a pharmaceutical clinical study. Unable to confirm if pt was on warfarin or taking the study drug.

Manufacturer narrative:
(B)(4). Cuvette lot # not provided. Actual device evaluated. Process evaluation performed. No related ncmrs, complaint trends or CAPA identified. No failure detected. Unable to confirm complaint. No failure detected, device operated within specification. Itc has requested all data required for form 3500a.